Event description:
It was reported that during an endovascular abdominal aortic aneurysm repair, a balloon detachment occurred. The physician was treating the left iliac artery with a 8-4 / 5.3 / 90 ultra thin balloon catheter. After withdrawing the device from the pt, the physician noticed the balloon was missing. The balloon was found in the introducer sheath. The balloon was intact and no pieces had entered the pt. There were no difficulties inflating or deflating the balloon. The procedure was completed with this device. There were no reported pt complications. The pt was doing fine post-procedure. Add'l info was requested, and is not available.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).